Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female who underwent a breast augmentation revision with a mentor memorygel, 400cc silicone prosthesis experienced bilateral rupture, and left sided breast mass post procedure. An MRI, and physical consultation confirmed the rupture. As a result, patient underwent bilateral replacements with mentor gel with cat#: smpx405 on (B)(6) 2021. This report relates to the right prosthesis.